Manufacturer narrative:
The physical condition of the trial suggests interaction with a sharp surgical instrument and the fracture of the device was caused by bending overload. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event on (B)(6), 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6), 2012. During the final trial reduction phase, the post fractured off the trial bearing, and had to be the removed from the patient. The procedure was completed with no significant delay to the procedure, and no foreign bodies were retained by the patient.